Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, on initial inflation at 12 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed without problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.